Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent shortening occurred. The target lesion was locate in the first obtuse marginal (om1) and circumflex artery (cx). A 2.25 x 38 synergy stent was deployed at the ostial artery in the bifurcation to the circumflex artery. Then, a 2.5 x 38 synergy¿ drug eluting stent was advanced for deployment into the main circumflex vessel but had difficulty in delivering initially, so a guidezilla¿ guide extension catheter was advanced to aid in deployment. The 2.5 x 38 synergy¿ was able to be delivered with the aid of the guidezilla and post-dilatation was done after. After that, a 3.0 x 16 stent was deployed into the proximal cx artery. Subsequently, angiogram was taken and noted that the 2.25 x 38 synergy that was deployed in the om1 vessel seemed to have foreshortened. The procedure was completed, however it was indicated that further intervention may be required to cover the foreshortened area of the stent. No patient complications were reported and the patient's status was fine.